Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("possible essure device near the fundus") in a 29-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and multiparous. Medical background were her baby born but not breathe. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), myalgia ("myalgia"), abdominal pain upper ("stomach pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, abdominal pain lower, hypertension, migraine, dysmenorrhoea, fatigue, nausea, vaginal discharge, arthralgia, myalgia and menorrhagia outcome was unknown and the vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, device expulsion, dysmenorrhoea, fatigue, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: they were confirmed . Most recent follow-up information incorporated above includes: on 22-jun-2018: events: possible essure device near the fundus was added. Essure confirmation test was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation - yes'), pelvic pain ('pain') and device expulsion ('possible essure device near the fundus') in a 29-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. Medical background were her baby born but not breathe. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), myalgia ("myalgia"), abdominal pain upper ("stomach pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (removal of essure and surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, device expulsion, abdominal pain lower, hypertension, migraine, dysmenorrhoea, fatigue, nausea, vaginal discharge, arthralgia, myalgia and menorrhagia outcome was unknown and the vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, device expulsion, dysmenorrhoea, fatigue, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: results: they were confirmed. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received: perforation nos was added a event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation - yes'), pelvic pain ('pain') and device expulsion ('possible essure device near the fundus') in a 29-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. Medical background were her baby born but not breathe. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), myalgia ("myalgia"), abdominal pain upper ("stomach pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (removal of essure and surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, device expulsion, abdominal pain lower, hypertension, migraine, dysmenorrhoea, fatigue, nausea, vaginal discharge, arthralgia, myalgia and menorrhagia outcome was unknown and the vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, device expulsion, dysmenorrhoea, fatigue, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: results: they were confirmed. Batch no b71767, production date 2013-09-13, expiration date 2016-09-30. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("possible essure device near the fundus") in a 29-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and multiparous. Medical background were her baby born but not breathe. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), myalgia ("myalgia"), abdominal pain upper ("stomach pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, abdominal pain lower, hypertension, migraine, dysmenorrhoea, fatigue, nausea, vaginal discharge, arthralgia, myalgia and menorrhagia outcome was unknown and the vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, device expulsion, dysmenorrhoea, fatigue, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: they were confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity. Medical background were her baby born but not breathe. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), myalgia ("myalgia"), abdominal pain upper ("stomach pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, hypertension, migraine, dysmenorrhoea, fatigue, nausea, vaginal discharge, arthralgia, myalgia and menorrhagia outcome was unknown and the vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dysmenorrhoea, fatigue, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2016: they were confirmed. Most recent follow-up information incorporated above includes: on 30-mar-2018: the pfs and medical record received:the event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, nausea, pain,vaginal discharge,stomach pain, joint pain, myalgia added.reporters,medical history added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), hypertension ("high blood pressure") and migraine ("migraines"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, hypertension and migraine outcome was unknown. The reporter considered abdominal pain lower, hypertension, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.